Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaint from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that during a coronary artery intervention, during post-dilatation, the 3.5 x 15 mm nc trek balloon ruptured during the first inflation before reaching the nominal pressure. There was no adverse patient effect reported. An unspecified balloon was used to complete the procedure. No additional information was provided.